Event description:
User facility reported several unsuccessful cavity integrity assessment (cia) tests during an attempted novasure procedure. A hysteroscopy was done and a uterine perforation was confirmed. The ablation was aborted. During follow-up with the physician in 2009, he reported the perforation was seen at the left cornua. He reported no treatment was needed and the patient was discharged home after a short recovery period. Additionally, he reported he performed a hysteroscopy, sounding with a metal sound (not a hologic device), and dilatation and curettage (d&c) prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.